Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated balloon catheter returned for evaluation. During visual evaluation, no anomalies to the inflation hub. During functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the balloon near to the distal tip. Under microscopic examination, a compound rupture was noted to the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported inflation issue and identified material rupture as a compound rupture was noted to the balloon due to which the balloon would have been unable to be inflated. The rupture in the balloon may contribute to the inflation problem however, a definitive root cause for the reported inflation issue and identified material rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly did not inflate. It was further reported that the contrast just went through the balloon. There was no reported patient injury.